Event description:
It was reported that the procedure was to treat an 85% stenosed de novo lesion in the superficial femoral artery with mild calcification and mild tortuosity. The ht command 18 st guide wire was used in the procedure. It was noted that the proximal polymer coating peeled from the guide wire, but did not separate. The guide wire was removed from the patient. Another ht command was attempted to be use in the procedure; however, the polymer coating of the second guide wire separated inside the patient. The separated coating was removed with a snare device. A third command guide wire was used successfully in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation; however, the subsequent treatment appears to be related to operational circumstances. It was reported that the guide wire¿s polymer separated during use. Factors that may contribute to polymer separation include, but are not limited to, material properties, equipment setup, inadvertent handling damage, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen of delivery/supporting device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/supporting device, and coagulation of blood or procedural contaminates. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.